Event description:
(B)(4), 30ml size, lot ngs259 (the "g" might be a "6"), expiration date march 2015, purchased from (B)(6) on (B)(6) 2014. I used it and it had an odd odor somewhat like unset epoxy resin. I looked inside and it has a yellow or light brown color. (B)(4) offered a replacement, but won't anser questions about contamination. I'm concerned about what I put in my body. Event abated after use stopped or dose reduced: yes.